Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a max bolus exceeded message when attempting to bolus. The customer's blood glucose level was around 500 mg/dl when she was off the insulin pump. The device was not returned.